Event description:
The facility biomed technician reported an incident of overinfusion during patient use involving a flo-gard pump. The event involved a female cancer patient. The patient was undergoing chemotherapy treatment and was being administered ixempra, manufactured by facility, at a concentration of 65 mg or drug per 100cc normal saline. A 135cc drug/saline solution was supposed to infuse over three (3) hours at a rate of 45cc/hour but infused in 1 hour and 55 minutes. The patient was held for observation but did not suffer adverse effects and did not require medical intervention. It is the facility's policy to double check the infusion set up by a second nurse. During set up and during infusion, no unusual observations were noted. The pump appeared to functioning properly. Although requested, additional information is not available. The facility biomed was unable to reproduce the malfunction and with return the pump to baxter for evaluation.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.